Manufacturer narrative:
The field service engineer (fse) assessed and verified the system at the facility. The field application was onsite on the week of (B)(4) 2008 and addressed pre-analytical sample issues. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported erroneous troponin I (accu tni) results, for multiple pts, involving two unicel dxc 600i synchron access clinical systems. This is report number seven of thirteen referencing system serial number (B)(4). The results were within the risk stratification range. Subsequent testing produced results above the acute myocardial infarction (ami) and within the normal reference interval. It is unk if the erroneous results were released out of the lab. It is unk which unicel dxc 600i system produced the erroneous results. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.